Manufacturer narrative:
Product was returned for analysis on 1/13/2016. Complaint conclusion: as reported by a healthcare professional, during stent assisted coil embolization of a 6.28 x 5.44mm internal carotid artery aneurysm, the enterprise (enc452212/10370043) could not be advanced in the unknown catheter, and was removed with the microcatheter. The same microcatheter was then used to complete the procedure with a new stent. A continuous flush was maintained through the microcatheter and the microcatheter did not appear damaged. Neither the stent nor stent delivery system appeared damaged after use. There was no report on the patient injury or clinically significant delay in the procedure. It was reported that the device would be returned for analysis. A non-sterile enterprise device was received inside of a plastic bag. The delivery wire was received inside of a stent dispenser hoop and it was found without any damage. The introducer tube was inspected and no damages were noted on it. The stent and delivery wire were inspected under vision system; no damages were noted on them. During functional analysis, the delivery wire was introduced into a sample microcatheter, and it advanced smoothly through the entire microcatheter without difficulty. Lake region medical reviewed the device history records relative to the manufacturing, inspecting and packaging of this complaint involved lot # 10370043. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical¿s internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The inability to advance the enterprise was not confirmed since the delivery wire passed the functional analysis and could be passed through a lab sample microcatheter without difficulty. The device did not present any obvious indication of manufacturing defect or anomaly that could contributed to the event as reported. The root cause of the reported event could not be determined; however, the concomitant unspecified microcatheter may have contributed to the event. Neither the product analysis nor the DHR review suggests that the failure could be related to the enterprise manufacturing process; therefore, no corrective action will be taken at this time.

Manufacturer narrative:
It is anticipated that the device would be returned for analysis; however, the device has not yet been returned. (B)(4). Additional information will be submitted within 30 days of receipt.

Event description:
As reported by a healthcare professional, during stent assisted coil embolization of a 6.28 x 5.44mm internal carotid artery aneurysm, the stent could not be advanced in the unknown catheter and was removed with the microcatheter. The same microcatheter was then used to complete the procedure with a new stent. A continuous flush was maintained through the microcatheter and the microcatheter did not appear damaged. Neither the stent nor stent delivery system appeared damaged after use. There was no report on the patient injury or clinically significant delay in the procedure. It was reported that the device would be returned for analysis.